Event description:
It was reported by the clinician that the spring wire guide kinked during insertion. There were no reported patient complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The retuned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one used catheter and spring wire (swg) were returned for evaluation. The spring wire guide included in this kit is a .032 inch diameter wire specified at 600 +/- 4 mm long with a diameter of .788/.826 mm. The returned sample was measured at .858 mm diameter and appears to be a .035 inch diameter wire. The proximal end of the swg was missing; the returned section measured approximately 48 cm in length. The swg had kinks 3, 17, 24, and 44 cm from the j-tip. The catheter body was curved and the blue flex tip was bent. The returned swg was passed through the catheter with significant resistance. An undamaged .032 inch diameter swg with a measured diameter of .805 mm passed through the catheter without difficulty. The report that the spring wire guide kinked during insertion was confirmed through evaluation of the returned sample. However, the returned spring wire guide does not appear to be the swg provided in this set. Based on these circumstances, the potential cause of this issues could not be determined.